Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. One image was also submitted for evaluation. Visual inspection revealed kink in the catheter shaft 1.1¿ proximal to the distal tip and a bend 6.8¿ proximal to the distal tip. Shaft braiding material was exposed at the kink. The kink in the shaft exposed the shaft braiding material. Further investigation concluded that the catheter had an open circuit during functional testing. Dissection of the deflectable shaft revealed the thermistor wires were intact within the transducer box and at the thermistor flex. The open circuit was isolated to the distal tip, consistent with the reported recognition issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit and fracture remains unknown.

Event description:
During an atrial fibrillation procedure, damage was noted to the tip of the catheter; it appeared to be cracked. Shortly after venous access, it was noted the catheter did not advance easily through the sheath into the vein. The ultrasound console would not recognize the catheter once it was plugged in. The connections were reseated with no resolution. The catheter was removed from the patient, and a bend was noted at the distal tip. The catheter was exchanged to complete the procedure with no consequences to the patient.